Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves, part number c28717 to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth: patient demographic information was not provided. Patient data was not provided. Sex: patient demographic information was not provided. Patient data was not provided. Weight: patient demographic information was not provided. Patient data was not provided. Ethnicity: patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneous high sodium patient results. The erroneous results were released from the laboratory. The customer confirmed that there was no change in patient treatment in association with this event.